Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery faults) was confirmed. Upon receipt the battery was unable to charge and the battery pca board was corroded. The cause for the faults and the inability to charge was corrosion of the pca board. The cause for the corroded pca board cannot be positively determined but is likely contamination due to ingress of an unknown liquid. The battery was able to power up a monitor and had a voltage of 12.116v upon inspection. No adverse event resulted from the corroded pca board. The patient received a replacement battery pack.

Event description:
A (B)(6) old female patient contacted zoll customer support to report that she was having trouble with one of her battery packs. Zoll customer support then reviewed the patient flag files and reported battery pack faults. The patient was issued a replacement battery pack.